Event description:
Info received indicates possible occurrence of pt embolic strokes that hcp alleges might be valve-related. The hcp also states that an exact cause for the pt's condition and origin of emboli remains unk. The device remains implanted.